Manufacturer narrative:
No UDI required as this device was out of production prior to the september 24, 2014 UDI regulation date. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported an increase in corneal haze following photo refractive keratectomy (prk). The site uses the standard topical steroid, non steroidal, antibiotic drops, artificial tears and bandage contact lens following treatment. The reporter indicates there is nothing unusual and the patients continue to develop the haze after treatment. Additional information received providing identifiers for patients. This file represents the unknown patients reported without identifiers or further information.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company acceptance criteria. The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).